Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was returned with the helix was not fully retracted, and with the is-1 pin bent. When turning the is-1 connector pin, a bent pin may not fully transfer torque to the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was further reported that during the ra lead revision procedure, the helix could not be retracted. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.